Event description:
Revision surgery - due to a fall the patient broke their femur below the stem. The surgeon replaced of the implants.

Manufacturer narrative:
The reason for this revision surgery was to exchange a hip prosthesis after a fall. The implants were explanted after 25 days of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part from this lot. This event is deemed to be non-product related and the root cause is attributable to the patient's fall. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.